Event description:
It was reported that, noise resulting in oversensing, causing pacing inhibition was noted on the right ventricular (rv) lead. No intervention has been performed. The patient was stable.